Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that during a procedure on the jaw bone, the bur broke. It was also reported that an additional procedure was required to remove the broken tip of the bur at the end of the procedure. It was further reported that the procedure was completed successfully.